Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify low battery life or low battery alert and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by multiple consecutive pump error 53 alarms on 08/29/2023 08:06:03.000, 08/29/2023 08:06:30.000, 08/29/2023 08:08:20.000, 08/29/2023 08:08:47.000, 08/29/2023 08:18:00.000, 08/29/2023 10:21:03.000, 08/29/2023 10:21:30.000, 08/29/2023 10:22:08.000, 08/29/2023 10:22:35.000 and 08/29/2023 10:22:57.000 according in the formatted history file. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Please see below for pump errors/alarms noted 2 days prior to the event date 29-aug-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 08/28/2023 04:55:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. 08/28/2023 05:01:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was unknown. Low battery alert was recorded and found in the formatted history file on: 08/28/2023 05:01:00.000. Replace battery alert was recorded and found in the formatted history file on: 08/29/2023 07:23:00.000. Insert battery alarm was recorded and found in the formatted history file on: 08/29/2023 08:05:40.000, 08/29/2023 08:07:25.000, 08/29/2023 10:20:10.000, 08/29/2023 10:21:36.000 08/29/2023 10:22:35.000, 08/29/2023 10:22:57.000. Replace battery now alarm was recorded and found in the formatted history file on: 08/29/2023 07:54:00.000, 08/29/2023 08:04:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 08/29/2023 08:05:39.000 to 08/29/2023 08:54:00.000, 08/29/2023 09:04:09.000 to 08/29/2023 09:14:00.000, 08/29/2023 10:20:34.000 to 08/29/2023 10:22:57.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery life or low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Unable to test for low battery life or low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Low battery life or low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm were unknown. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to perform the required testing and verify low battery life or low battery alert due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 53 alarms. Pump error 53 alarms due to software error. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received open book image and due to that he kept on getting change battery alert. Troubleshooting was performed and found that open book image. No harm requiring medical intervention was reported. The customer discontinue to use the device and the pump will be returned for analysis.